Manufacturer narrative:
Power to the washer was turned off and the flame was quickly extinguished; no fire alarms were activated. The washer was installed at the user facility in 2011 and is serviced and maintained by the user facility. A review of service records indicates steris has not been contacted to perform any service activities on this unit since august 2013. The operator manual states (pp.6-1), "regularly scheduled preventive maintenance is required for safe and reliable operation of this equipment. Contact steris to schedule preventive maintenance or obtain the necessary maintenance manual if preventive maintenance." A steris service technician arrived onsite to inspect the washer and found the drying fan not operating properly. This would cause heat to remain within the drying manifold assembly causing the heater elements to overheat.

Event description:
The user facility reported that during the start of a washing cycle, personnel observed a small flame inside the washer's chamber. No injuries were reported.